Event description:
In 1999, pt underwent transvaginal fascial sling for stress incontinence with use of bovine pericardial patch. Postop pt had no incontinence and was healing well except for a small area that did not close completely but no graft exposed. In 2000, pt began having vaginal discharge, despite treatment with antibiotics this did not improve. In 2000, pt had graft removed and underwent repair of surgical site.